Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses of 81 mg aspirin and 300 mg clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 27 mm lotus edge valve. On the same day post index procedure, the subject developed lbbb. Ultrasound was performed as diagnostics. Angiography without revascularization was performed to treat the event; along with continuous monitoring. At the time of reporting, the event was considered recovering.